Manufacturer narrative:
The device was returned and the evaluation states that the bushing and horn assembly are defective. MDR is being submitted as a result of a retrospective complaint review.

Event description:
The lift keeps getting stuck and after investigating they found a screw from inside the boom was rubbing boom as it is raised and lowered and lift arm will no longer work properly. Also, the lift binds and stops on the way down and needs pressure to push it the rest of the way. The hole at the bottom of the u-shaped arm horn is stretched out and no longer tight.